Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
No injury [no adverse event]. Head to come off all together - oral-b [device breakage]. Gap between the brush and the bottom of the refill brush is about 3 or 4 mm...loose on the brush - oral-b [device connection issue]. Case narrative: elderly female consumer via phone stated that the oral-b sensi toothbrush refill heads and an unspecified oral-b toothbrush refill head ("(B)(4)") did not sit on her oral-b triumph toothbrush (model 3762), and it was not uncommon for the oral-b toothbrush heads to come off all together. She did not experience an injury. There was a 3-4 millimeter gap between the oral-b triumph toothbrush and the bottom of the oral-b refill brush that she could get her thumb nail into, and the refills sat loose on the oral-b toothbrush. No injury was reported.

Manufacturer narrative:
14-feb-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
No injury [no adverse event]; head to come off all together - oral-b [device breakage]; gap between the brush and the bottom of the refill brush is about 3 or 4 mm...loose on the brush - oral-b [device connection issue]; product counterfeit - oral-b [product counterfeit]. Case narrative: elderly female consumer via phone stated that the oral-b sensi toothbrush refill heads and an unspecified oral-b toothbrush refill head ("pc (B)(4)") did not sit on her oral-b triumph toothbrush (model 3762), and it was not uncommon for the oral-b toothbrush heads to come off all together. She did not experience an injury. There was a 3-4 millimeter gap between the oral-b triumph toothbrush and the bottom of the oral-b refill brush that she could get her thumb nail into, and the refills sat loose on the oral-b toothbrush. No injury was reported. 13-feb-2023 amendment from information initially received on 03-jan-2023: the concomitant product lot (for oral-b power oral care refills sensi ultrathin eb60 brush set 4ct) was 02035. No injury was reported. 14-feb-2023 product investigation results: the suspect product was confirmed to be oral-b power oral care refills sensi ultrathin eb60 brush set 4ct. The concomitant product was confirmed to be oral-b power rechargeable toothbrush handle 3762 triumph. The suspect product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.